Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and multiple fractures near the post feature. DHR was reviewed and no discrepancies were found. Reported information states the surgeon impacted the tasp with their hand. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp, which has been the subject of previous field notification. No further action is necessary. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product: tibial articular surface provisional, catalog# 42517000505, lot# 62663169. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 02733.

Event description:
It was reported the tibial articular surface provisional fractured during trialing. No adverse events have been reported as a result of the malfunction.